Event description:
After cti (cavotricuspid isthmas) ablation procedure with an unknown ablation catheter, the patient experienced tamponade/cardiac perforation/pericardial effusion treated with pericardiocentesis. The report received from the FDA under mw5177521-1 reported that a cardiac tamponade/cardiac perforation/pericardial effusion occurred. Carto rf (radiofrequency) used during redo pulmonary vein isolation (not farapulse system). Steam pop occurred at the eustachian ridge during cti ablation with resultant pericardial effusion requiring urgent pericardiocentesis performed with 610ml of venous blood auto transfused. Later limited transthoracic echocardiogram showed no pericardial effusion.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).